Event description:
The caregiver (cg) contacted product surveillance regarding a damaged cassette. The cg stated that there was a hole found in the patient line on sunday night while setting up. The cg stated that she received this box of cassettes from their nurse. The cg said it was found during set up and was never connected to the home patient (hp). The cg commented that she was tired of finding damaged cassettes and did not feel anything was being done about it so she threw it away. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Additional information received from global pharmcovigilance stated that the damaged patient was due to the home patient cutting the line.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was known, a batch review will be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a damage (hole in patient line) set was confirmed and the cause was identified as mis-use. A labeling review found the labeling to be adequate for the use/user error identified in this incident. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.